Event description:
There was no pt involved in this event. This device malfunctioned because it was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6), 34 manual events are recorded and 9 of these measured a low battery voltage. This would produce the reported problem, ie, device service required messages. On inspection of the battery events, the shock button was pressed on each of the 9 events. No fault was found with the returned device. The problem of the warning message being issued could be replicated by pressing the on/off ans shock buttons simultaneously. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.